Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon exhibiting muscle stimulation caused by their right ventricular lead. Upon interrogation, it was revealed that the lead unexpectedly exhibited an increased capture threshold and switched polarity to unipolar. It was suspected that the lead was fractured. The lead was capped and replaced on (B)(6) 2020. The patient was stable post-procedure.